Event description:
Patient was receiving IV chemotherapy -5fu- with use of hospira IV pump; patient called rn to room with complaint of IV "leaking." After cleaning pt, IV was reconnected, IV pump signaled cassette test failure; rn noticed fluid leaking from chamber side of pump with 3-4 drops on floor. Chemo was returned to pharmacy to change tubing; spilled chemo cleaned with spill kit and removed per protocol. Cassette discarded as part of cleanup effort; IV pump cleaned then sequestered for evaluation by clinical engineering; no harm to pt.